Event description:
It was reported that bd vacutainer® serum blood collection tubes had fibrin stuck on the top of the tube. This occurred on 5 occasions during use. The following information was provided by the initial reporter: fibrin strands stuck on the top of the tube. They have encounter this a lot of times and just not just on this particular lot. They only start to feedback now updated info: was the tube mixed properly after the collection? The samples are from various clinics and hospitals, hence they are unable to know regarding this. How long was the blood allowed to clot after it was collected? 60mins. Is the patient on anticoagulant therapy? As mentioned, it came from various patients - it is not specific to clinics as well as tube lot number. Does the patient have a bleeding disorder? As mentioned, it came from various patients. It is not specific to clinics. But as per customer patient should be normal. If samples was transported, was sample re-centrifuged on site? No. Sample is centrifuged at has itself. Do kindly take note that they are experiencing high number in terms of this problem. They just convert from competitor tube to our tubes and seem to only face problems with our tubes. They did mention that the frequency of this problem is high and it affects their workflow and specimen quality.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for fibrin with the incident lot. A review of the manufacturing records was completed for the incident lot and no issues were identified. The IFU for this tube type (serum) indicates that the minimum time recommendations for serum tubes is 60 minutes. Recommended times are based upon an intact clotting process. Patients with abnormal clotting due to disease, or those receiving anticoagulant therapy require more time for complete clot formation. Although fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality in both serum and plasma. Handling errors and pre-analytical variables that lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure a high quality specimens several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. There are physiological circumstances that may lead to increased fibrin, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had fibrin stuck on the top of the tube. This occurred on 5 occasions during use. The following information was provided by the initial reporter: fibrin strands stuck on the top of the tube. They have encounter this a lot of times and just not just on this particular lot. They only start to feedback now updated info: was the tube mixed properly after the collection? The samples are from various clinics and hospitals, hence they are unable to know regarding this. How long was the blood allowed to clot after it was collected? 60mins. Is the patient on anticoagulant therapy? As mention, it come from various patients. It is not specific to clinics as well as tube lot number. Does the patient have a bleeding disorder? As mention, it come from various patients. It is not specific to clinics. But as per customer patient should be normal. If samples was transported, was sample re-centrifuged on site? No. Sample is centrifuged at has itself. Do kindly take note that they are experiencing high number in terms of this problem. They just convert from competitor tube to our tubes and seem to only face problems with our tubes. They did mention that the frequency of this problem is high and it affects their workflow and specimen quality.